Event description:
The hcp reported that the patient's interstim device was removed due to an infection. The patient had developed redness, swelling. Drainage, and pain at the device pocket site and a culture was obtained from the device pocket. The organism was determined to be mrsa. IV antibiotics were administered and the total device system was explanted, but the infection remained ongoing. No further complications have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.